Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to cauterize into through the stomach wall and into the pseudocyst, but they were using the wrong cautery cord and cautery settings on the erbe generator. As a result, the hot axios delivery system could not cauterize. The patient suffered a laceration of the stomach as the physician attempted to puncture through the gastric wall, resulting in some bleeding. The patient was treated in the operating room (or) and the laceration was sutured up. The patient returned for a second axios pseudocyst drainage procedure, which was successful. There were no further patient complications reported as a result of this event.